Manufacturer narrative:
An olympus field representative performed an onsite visit at the user facility to assist in troubleshooting the reported problem. The field rep determined the end users were not pushing the connector paddle into the video socket connector completely. The field rep was able to obtain an image with no problems noted upon device troubleshooting.

Event description:
Olympus was informed of a report that the color bar image was displayed on the monitor after connecting an olympus cyf-v2 scope; the problem occurred with 2 cyf-v2 scopes. The problem, as reported to olympus, occurred during a diagnostic procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to the user's incorrect connection of the scope and the subject device. As a result, the subject device was detected as 'not connected', which led to the color bar output. The following is described in the instructions for use regarding the connection of the endoscope, which may help prevent the phenomenon: "connect the endoscope, videoscope cable, video converter, or camera head all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed".